Manufacturer narrative:
This follow-up report is being filed as a duplicate report of 1825034-2014-00344.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. During the procedure, the liner would not seat into the acetabular cup. A larger acetabular cup was utilized to complete the procedure.